Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed with error code 800.8000 during an infusion. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information: b5 correction: a3, h6 device code the reported issue that the device alarmed with error code 800.8000 during an infusion was confirmed via log analysis. The event was identified to have been the occurrence of system error code 255-16-275. The error event was induced by having performed rapid actions of closing the door and selecting the infusion start while having generated a safety clamp open alarm just prior to starting of the infusion. The issue was addressed under a safety notification, dated (B)(6), 2017, that released a direction for use addendum. The addendum provides scenarios that can reproduce 800.8000 error events and how to avoid them. The pcu was being used for treatment. The root cause is a known software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 23dec2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 04aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that in the middle of steroid infusion , the pump produced a shrill beeping alarm stating "system error - restore not available". All channels were blinking red light. It was then noted that the device produced error code 800.8000. There were no adverse effects caused to the patient from the event.